Manufacturer narrative:
It was reported a patient "was in the middle of a planned laparoscopic sigmoid colectomy at the (B)(6) when the operating bed broke. The procedure was conducted by dr. (B)(6). As a result of the broken bed incident, [the patient] sustained bodily injuries and received treatment." Stryker has not received any further information regarding the extent of the patient's injuries, patient treatment, device identification or performance. If any further information is received, a supplemental will be filed.

Event description:
It was reported during a procedure the operating bed broke and the patient sustained bodily injuries and received treatment.